Event description:
Patient was transferring into powerchair when leg rest gave out, he fell, scraping his back along the edge of a metal plate.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.